Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Two days post implant the patient's spouse called and reported that the patient has had muscle stimulation in their chest after implant. The patient's spouse also stated that the patient had a coughing attack and now thinks the lead dislodged. Follow-up was conducted with the clinic and from the information obtained it was reported that the right ventricular (rv) lead was intermittently causing stimulation. The lead has been reprogrammed twice and the last reprogramming was very successful. The rv lead remains in use. It was also noted that none of the patient's leads have dislodged. No further patient complications have been reported as a result of this event.